Event description:
It was reported that the patient was referred for vns replacement surgery. The patient then was admitted to the hospital due to status epilepticus, and the vns replacement surgery was scheduled to occur that day. The patient underwent generator replacement surgery. The explant facility is known to discard all explants. No additional relevant information has been received to date.